Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿pains¿, ¿swelling in lymph nodes¿, and ¿inflammation of lymph nodes¿. The device remains implanted. This relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Device evaluation: visual analysis of the photographs identified a device appears to be broken, syringes filled with gel are observed. Left side labeling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.